Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 25 unused bags in original packaging were received for investigation. During the analysis, each original pouch was visually inspected and then opened to check every single bag without finding particulate/particles inside the bags. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description: particles matter identified as cellulose, cotton fiber and inorganic material were found in the empty pinnacle 250 ml bags. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.